Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was at home working in his car, the system controller went off and the pump stopped. The pt reported that all of the lights illuminated, and he heard a continuous beep. The pt felt light headed, dizzy, and had shortness of breath. The pt got help and his system controller was exchanged. The pump started right away and after that he felt fine.

Manufacturer narrative:
The system controller was returned to the manufacturer for eval and the reported event of a pump stop was confirmed. During the analysis, an active continuous audible tone occurred and all visual alarms illuminated on the front panel. The device was unresponsive and was unable to communicate with the test system monitor. Further eval of the device revealed opened/nonfunctional fuses (f5 primary circuitry and f4, backup circuitry) that presented the voltage to be supplied to the primary and backup systems. The fuses were replaced and the device functioned as intended thereafter. The eval could not determine the specific root cause that attributed to the fuse damage.